Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 78 mg/dl vs 143 lab. Tests were done within 11-20 mins with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.